Manufacturer narrative:
Unit is being returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
On (B)(6) 2017 patient (B)(6) (man, (B)(6), with underlying conditions -indication for oxygen therapy- atrial fibrillation, pneumoconiosis, copd, emphysema, and a prescription of 3-4 l o2/min/24 h on 5 lpm) calls us to tell us the following event: 3-4 weeks ago, during an excursion, his h850 was suddenly empty. He rushed home in his car but needed the doctor because of panic, fear of suffocation and lack of oxygen. Since he thought it had been due to a filling mistake, he did not report the issue. On wednesday last week ((B)(6) 2017) during an excursion the h850 was again suddenly empty, only after 90 minutes. He managed to get home and did not need a doctor, but he suffered from fear of suffocation and panic.

Event description:
The unit was evaluated. The alleged incident reported could not be duplicated, the unit in question met all specifications. The leaks identified were acceptable, pressure retention was good.